Manufacturer narrative:
Investigation results were made available. Trend analysis: a trend has been identified (2 similar events for the same lot number) and a trend investigation has been initiated. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the mechanism of the handle was jammed. The connection to the rasp was not possible. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: visual inspection of the mis rasp handle shows that the locking lever is lifted off the rasp handle and the instrument cannot be opened anymore. The rasp handle was disassembled. There is a small dent in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position. Moreover, there are signs of usage visible. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. => not possible -> a systematic issue with design would have been detected as part of a trend review. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. => not possible -> a systematic issue with material properties would have been detected as part of a trend review. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. => possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. => possible, as it cannot be excluded based on the available information. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition. => possible, as it cannot be excluded based on the available information. Conclusion summary: the rasp handle was returned for an investigation. The mechanism does not function anymore, as the locking lever is lifted off the rasp handle. Due to excessive use there is a chamfer like contour in the housing, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated the loosening of the locking lever. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during a surgery, the surgeon was experiencing jamming of the mis, rasp handle, double offset, left. The connection was not possible. The surgery was completed with another device with 5 minutes delay.